Event description:
It was reported that the customer's insulin pump alarmed motor error during prime. Troubleshooting was performed, and the device did not pass the displacement test. It was stated the customer changed the reservoir and the alarm persists. However, the self test was performed and passed. No further information was provided.

Manufacturer narrative:
The insulin pump was received with motor error alarms during rewind due to motor encoder signal out of phase. Unable to perform displacement test due excessive motor error alarms. The insulin pump was returned with missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.